Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of the console, battery 2 was depleted (blank lcd power indicator screen). It provided only 5.0 v (open terminals). Therefore, the root cause of the battery failure was most likely due to a depleted battery. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
During an in service, the device exhibited a battery failure alarm. No patient involvement.